Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist discovered that reagent probe 1 had not been changed since 2010. The tsc specialist instructed the customer to replace the probe, which the customer did. The tsc specialist then instructed the customer to run a precision study to verify that the probe was performing according to specifications. The cause of the discordant calcium results is related to maintenance of the reagent probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low calcium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Patient sample (B)(6) was repeated on an alternate dimension vista instrument and the same instrument, resulting higher on both. Patient sample (B)(6) was repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.